Manufacturer narrative:
(B)(4).

Event description:
High impedance measurements (>4000 ohms) were seen on some of the bipolar and unipolar electrode pairs. If additional info is received, a f/u report will be sent.